Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a bipolar turp loop is not working properly. While resecting the prostate, the loop doesn't complete the cut and prostate tissue is still attached to the gland. Therefore, 3 cuts are needed to take out the resected chip of prostate. In addition, surgeon unable to do deep cuts due to poor cutting ability." It was furthermore stated that due to the reported issue the procedure was prolonged by more than 60 minutes. Based on the prolongation of more than 60 minutes this case is deemed reportable.

Manufacturer narrative:
The device was returned and inspected by the manufacturer. Upon inspection, the reported error could not be confirmed. No failure of the device could be detected during the investigation. It is concluded that the most probable cause was a malfunction of the resection loop from the third party manufacturer, which was used in the procedure (resection loop was disposed at the hospital). The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).